Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain five of seven of peritoneal dialysis therapy. The patient attempted to reboot the cycler and resume treatment but the alarm continued to appear. Upon canceling treatment and removing the supplies, the patient found fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The patient was not provided any prophylactic medication following the event. The cassette used at the time of the leak was discarded.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The internal inspection noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. A patient sensor calibration test was performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.